Manufacturer narrative:
The glucose reagent and the sodium electrode lot numbers and expiration dates were not provided. Several alarms were identified, including "cell blank out of limits" and "abnormal probe sucking" alarms. The field service engineer (fse) identified that the tubing in the rinse arm assembly (detergent nozzle) was damaged/punctured. He replaced the punctured tubing, adjusted the gear pump head, and cleaned the water tank. He then performed a check, calibration, and qc, and they were within specifications. The service actions performed by the fse resolved the issue. No further issues were reported after the service visit. The cause of the event was due to a punctured tube in the rinse arm assembly.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with glucose hk gen.3 assay and 1 patient sample tested for sodium on a cobas 6000 c501 module. Sample 1: glucose: initial result: 25 mg/dl. Repeat result: 97 mg/dl. Sample 2: sodium: initial result: 251 mmol/l. 1st repeat result: 159 mmol/l. 2nd repeat result: 141 mmol/l.